Event description:
Vloc suture was loaded into endostitch device. Surgeon was suturing with the device and the needle broke. Another needle was loaded into the endostitch device. It would no longer work - opening and closing would not function. New suture and device were opened without any problems.no harm to the patient.what was the original intended procedure?transanal ecxision of rectal polypdevice #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no